Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced that both the controller and implantable neurostimulator battery remained at 90% for 1.5 weeks following a change from group c to group b. The patient reported a lack of relief from therapy and discovered that the intensity level in program 1 was unexpectedly at 0. Patient increased intensity and said they were set with the rep and not sure why they went down to 0. Patient will continue to adjust intensity levels for the 4 programs on group b to see if it helped. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt reported they were not redirect to their provider. Pt stated the issue does not seem to be resolved yet. They spoke with their medtronic rep and rep made some changes and pt think rep will call them back to make sure they worked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.